Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. The exterior of the sample was inspected and did not find any evidence of a failure that would support the reported event. Per functional testing, the balloon was inflated with10ml of water using the normal fill technique and the balloon inflated without difficulty in 12 seconds and the inflation funnel did not balloon out during inflation. The balloon was then deflate and re-inflated using the quick fill technique and the balloon inflated without difficulty and the inflation funnel did not balloon out during inflation. The device was dissected and did not find anything to contribute to the reported problem. Dimensional evaluation: eye snip length 3/32¿, eye snip width 2/32¿, eye snip distance from distal cuff 9/32", eye snip distance from proximal cuff 10/32", rubberize thickness 10 thou, reinforcement 156 thou, inflation funnel thickness 52 thou, balloon thickness (average) 26 thou, inflation lumen coverage 12 thou. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "(6) insert catheter into urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon."

Event description:
It was reported that it was difficult to inflate the balloon. The inflation funnel inflated during the pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that it was difficult to inflate the balloon. The inflation funnel inflated during the pretest.